Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device was explanted.

Event description:
Healthcare professional reported a right side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, creases and wear abrasion. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: two openings crease sharp and stress marks. Based on the device analysis the final assessment is: two openings crease sharp assessed as fold flaw opening.